Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor smooth round moderate plus profile saline breast implant (200 cc on left and 300 cc on right) and experienced postoperative left-sided deflation and right-sided grade 3 capsular contracture. The diagnoses were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On 28-oct-2019, mentor received additional information that patient experienced breast asymmetry, glandular ptosis and tuberous breast syndrome. The patient underwent unilateral, left-sided replacement with 250cc mentor smooth round moderate plus profile saline breast implant, catalog # 3502250 and serial # (B)(6). Manufacturer¿s reference number: (B)(4).